Event description:
The pump was reported to overinfuse during pt use. The pump was programmed to infuse normal saline at a rate of 125ml/hr but the pump was infusing approx 70ml faster than intended at a rate of approx 195ml/hr. No med intervention was needed and no pt injury resulted. Despite baxter's efforts to obtain info regarding the date the incident occurred, the pump set-up info, and specific pt info, no add'l details were available.